Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the inner insulation was breached cut. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was breached cut, the outer tubing overlay was breached cut and the lead appeared damaged at implant. The analyst also noted that the right ventricular defibrillation inner insulation was cut at 33 cm and that there was blood in the right ventricular defibrillation conductor in the medial section which implies a cut occurred during time of implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that one week following the initial implant, the lead exhibited an increase in threshold and a decrease in sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.